Event description:
It was reported by the customer that their insulin pump was alarming button error and bolus amounts continue to scroll on the display screen. Customer stated they do not recall any significant events that led to the event or if the device had been dropped, but they were exercising when the alarm occurred. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 66 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly and no button error alarms were noted. No scrolling number anomaly was noted on the display. However, corroded keypad traces were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).